Event description:
Device complications: premature deployment time of complication: during the procedure symptoms: none during the procedure the stent misdeployed outside of the patient's body. There was no patient consequence or event. There was no information provided related to the vessel or concommitant devices involved. There was no reported injury and no additional information available.